Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of noisy signals with lower signal amplitudes. The patient is still being monitored to determine the most optimal programming. This is considered a device malfunction. No adverse events were reported.